Manufacturer narrative:
"Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8354897, medical device expiration date: 2020-06-30, device manufacture date: 2018-12-20. Medical device lot #: 9056986, medical device expiration date: 2020-08-31, device manufacture date: 2019-02-25." (B)(6). Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that gel was smearing and there was gel globules with a bd vacutainer® lh pst¿ ii plus blood collection tubes. Gel smearing occurred on 25 separate occasions but the date/time and or patient information is unknown. The following information was provided by the initial reporter: after centrifugation, gel smearing and gel globules are visible in the plasma, partially also erythrocytes "gerinsel", especially when plugging the hemogard closure. The problem was particularly noticeable because the creatine kinase value of a sample with 0 was given and it was recognized that the sample needle of the device must be clogged.

Manufacturer narrative:
Investigation: investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for gel smearing and oil gel globules with the incident lot was observed. Additionally, retention samples were selected from bd inventory for evaluation/testing and upon completion, the issue relating to gel smearing and oil gel globules was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer and retain samples, the customer¿s indicated failure mode for gel smearing and oil gel globules with the incident lot was observed. Root cause description: based on the investigation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that gel was smearing and there was gel globules with a bd vacutainer® lh pst¿ ii plus blood collection tubes. Gel smearing occurred on 25 separate occasions but the date/time and or patient information is unknown. The following information was provided by the initial reporter, translated from german to english: after centrifugation, gel smearing and gel globules are visible in the plasma, partially also erythrocytes "gerinsel", especially when plugging the hemogard closure. The problem was particularly noticeable because the creatine kinase value of a sample with 0 was given and it was recognized that the sample needle of the device must be clogged.